Manufacturer narrative:
Cloud data for 04nov2025-05nov2025 was downloaded and reviewed. Review of the data found no boluses of 12 u recorded in the cloud. The patient history buffer (phb) data showed instances of the insulin-on-board (iob) increasing to and above 12 u on the date of occurrence. One instance was found to be due to the automated algorithm delivering an increased amount of automated basal insulin for stretch in response to elevated estimated glucose values. This contributed to algorithm iob before a bolus was delivered, resulting in correction and meal iob that contributed to the value reaching over 12 u. A second instance was found to be due to a manual suspension of insulin delivery. Manual insulin suspensions impact how the iob is calculated for the suspension period, resulting in a temporary increase in iob until insulin delivery is resumed. The phb data showed that the system was delivering insulin in automated mode and manual mode as expected. No evidence of an uncommanded 12 u bolus was observed in the available data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported by the patient's mother that the op5 personal diabetes manager (pdm) gave an uncommanded bolus of (B)(4) units.